Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The cause for the discrepant results are related to sample specific factors as it pertains to viral concentration being close to the limit of detection (lod) of the assay. Re-tested samples using other platforms may reveal differences between the cobas® sars-cov-2/influenza a/b assay and the competitor platforms lods which may explain the observed result discrepancies. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. Additionally, no issues were identified during the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged that they received a potential false positive result for a patient¿s sample tested using the cobas® sars-cov-2/influenza a/b assay analyzed on the cobas liat system (s/n (B)(4)). The customer reported that they received a sars-cov-2 positive, influenza a negative and influenza b negative result for a patient¿s sample generated on the cobas liat system (s/n (B)(4)). The patient¿s same sample was repeat tested on the cepheid instrument that generated a sars-cov-2 negative, influenza a negative and influenza b negative result. Patient sample was collected using nasopharyngeal and bd universal transport. It is unknown is harm is alleged. It is unknown which results were reported. One MDR, for this sample, will be filed as per FDA guidance.

Manufacturer narrative:
An investigation was performed and identified that the sample has a CT value showing significant amplification. No interfering substances such as mucous or blood were stated to be observed. The most likely cause of the discrepant results between the liat assay and the genexpert assay is the sensitivities of the test. The liat assay has a lod of 12 copies/ml, or 0.0084 pfu/ml. The genexpert assay has a lod of 0.0200 pfu/ml; the liat assay is more than 2 times sensitive than the genexpert assay. Removed statement in date of event regarding the collection kit. The collection kit used is on-label. Specify that it is unknown which results were reported. Updated the date of testing for this specific sample. Updated sex and other relevant history to ni and na respectively as not additional information was available for this patient. (B)(4).

Manufacturer narrative:
Even though no data was provided for sample 2, an investigation was also performed on the reagent lot used for sample 2 (10104x) and found no product problem. Added sample 2 (no data provided for this sample) and corrected testing date for sample 1. Added collection kit catalog nbr.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states reported that they received a sars-cov-2 positive, influenza a negative and influenza b negative result for a patient¿s sample generated on the cobas liat system (s/n (B)(4)). The patient¿s same sample was repeat tested on the cepheid instrument that generated a sars-cov-2 negative, influenza a negative and influenza b negative result. It is unknown which results were reported for this sample. In addition, the customer also reported that they received a sars-cov-2 positive, influenza a negative and influenza b negative result for a female patient¿s sample generated on the cobas liat system. A repeat test was performed on a panther instrument and was negative. It is unknown if the same sample or a new sample for the same patient was used for this retest. The positive result was reported to the patient and the patient was put on quarantine. No data was provided for this sample. Patients' sample was collected using nasopharyngeal and bd universal transport. It is unknown if harm is alleged.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. The customer issue has been alleged on the cobas liat system, product code: occ catalog number07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test product code qjr, catalog number 09211101190 and UDI (B)(4). Instrument was not requested for return (B)(4).

Event description:
The customer alleged discrepant results generated from a cobas liat system (s/n (B)(4)). A customer from the united states alleged that they received a potential false positive result for a patient¿s sample tested using the cobas® sars-cov-2/influenza a/b assay analyzed on the cobas liat system (s/n (B)(4)). The customer reported that on (B)(6) 2021 they received a sars-cov-2 positive, influenza a negative and influenza b negative result for a patient¿s sample generated on the cobas liat system (s/n (B)(4)). The patient¿s same sample was repeat tested on the cepheid instrument that generated a sars-cov-2 negative, influenza a negative and influenza b negative result. Patient sample was collected using nasopharyngeal and bd universal transport. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. There was no allegation of harm to the patient. The positive result was reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed.